Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion error during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion error" was reproduced. Evaluation sent the device to the flow lines for downstream occlusion testing, and the test came back as a failure due to a constant downstream occlusion alarm. A review of the event history log revealed several occurrences of "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor out of specification. The force sensor no-tube and force sensor scale factor required to be calibrated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.